Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, an "internal error" was populated in the middle of tibia checkpoint verification. The case had to be restarted after rebooting the real intelligence cori. The procedure was completed, with a delay of less than or equal to 30 minutes, using the same device. Patient was not harmed.

Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were provided but could not be accessed for review. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession. Log, and/or coredump) needed for further investigation of the intraop crash were not provided, and the reported error could not be confirmed. Based on the reported complaint, the most likely cause of the internal error is an occurrence of a known software defect that is under investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Internal complaint reference number: (B)(4).